Manufacturer narrative:
Customer reported that 2 nurses were not able to override a medication for removal. The length of the delay to patient care was disclosed as approximately 2-5 minutes. At the time of the event there was a patient in cardiac arrest and the user was attempting to remove fentanyl. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device log files in an attempt to confirm the allegation that the remove function could not be completed using override functionality. The logs showed that a user began the remove task, however the log files do not contain whether the remove was done via a standard remove process or via the override process. Additionally, the user did not complete the remove transaction, instead they switched to an inventory count function which was completed successfully.

Event description:
Customer reported that 2 nurses were not able to override the medication for removal despite having a witness. The length of the delay to patient care was disclosed as approximately 2-5 minutes. The patient was in cardiac arrest. No patient or user harm was reported.

Event description:
Customer reported that 2 nurses were not able to override the medication for removal from bd pyxis medstation es (main), despite having a witness. This resulted in a delay of about 2-5 minutes in dispensing medication while a cardiac arrest patient was undergoing coronary artery calcium (cac) test. The required medication was fentanyl. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b1, b2, d1, d4, d5, e3, g1, h1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-feb-2020 to 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was accessed. A technical support specialist evaluated the device log files to confirm the allegation that the remove function could not be completed using override functionality. The logs showed that a user began the remove task, however the log files did not contain whether the remove was done via a standard remove process or via the override process. Additionally, the user did not complete the remove transaction, instead they switched to an inventory count function which was completed successfully. The system functioned as intended after assessed by the technical support specialist.